Manufacturer narrative:
Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial left total hip arthroplasty when zimmer biomet components were implanted without any complications. The patient underwent a revision procedure due to failed hip arthroplasty. Blood work revealed elevated metal ions: cobalt 9.3 (elevated), chromium 1.6 (elevated). There was thickened grey and white tissue inside of the gluteal muscles and through the it band and surrounding the entire hip along with whitish fluid throughout the hip. Attempts to disassociate the neck component were unsuccessful. The femoral head was replaced with a new zimmer biomet product. No other finding/complication related to the event was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The additional information provided does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: trilogy shell 52mm od 62005222 lot 62498553. Trilogy liner longevity 63105032 lot 62449618. Kinectiv modular neck 00784801301 lot 62258017. Femoral head 00801803202 lot 62498209. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 5 years post implantation due to elevated metal ions. The femoral head was replaced during surgery and soft tissue damage was noted. During the procedure the femoral neck component would not disengage from the femoral stem. No additional information.